Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-10035. It was reported the pt ((B)(6)) began feeling stimulation in the wrong location. Diagnostic testing revealed high impedance values. The physician explanted and replaced the scs lead and lead anchor. It was reported the lead anchor broke two of the contacts on the lead. Effective stimulation was restored post-operatively.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.